Event description:
The report stated that during a bowel surgery, the jaws of the ligasure handpiece were applied to the tissue. This was the first application of the device during this surgery and it was activated for a few seconds until the end tone was heard. The jaws were opened and the tissue fell apart. The surgeon noted that the tissue did not appear to have been cauterized as it normally would have. The tissue that the surgeon was attempting to seal was approx 4mm thick and consisted of fatty tissue and one small vessel. This resulted in slight bleeding. The amount of blood loss was less than 250 cc's. Another ls1000 deice was opened and functioned properly throughout the remainder of the procedure.

Manufacturer narrative:
The incident device was evaluated and found to function within specification. Add'l tissue testing was performed by making multiple seals of various sizes. All seals were completed satisfactorily.